Event description:
It was reported that during a thyroidectomy procedure, the device didn't work when the button max was pressed. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.